Manufacturer narrative:
Eval summary: the returned device handles were dimensionally conforming where measurable and both posses a rockwell hardness within the limits specified. There is some damage to the portion of the instrument that attaches to the slaphammer. The leading thread of both threaded handles has fractured. Both have an approximate field age of 6 years and 4 months and the damage seen is consistent with devices that age. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the threads on both handles are compromised.